Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop, safety valve, ext high pressure, and circuit occlusion. The customer reported there was no patient involvement associated with this event.